Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, th nurse was unable to prime the tubing set. The customer contact reported that no solution was noted distal contact reported that the convertible piercing pin of the tubing set was in the open position. No specific details were provided. The tubing set was replaced the therapy was initiated. Though requested, no additional info was provided.